Manufacturer narrative:
Upon the received of the product our lab noticed screw does not appear as was reported and customer does not have more information about item. Item changed to unknown abutment screw.

Manufacturer narrative:
One unknown hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. No device lot number was provided so a device history record review and a complaint history review could not be performed. The device could not be identified. Therefore, the event is non-verifiable. A root cause for the complaint could not be determined.

Manufacturer narrative:
Event date unknown. No lot number was provided or known. Device has not yet been returned to manufacture.

Event description:
It was reported that abutment screw broke in the patient's mouth and part of it is still stuck in the implant. The implant was placed back in 1997. The dentist ordered screw removal tool and have the patient come back for removal.